Event description:
Caller states patient tested 2.3 inr on the coagucheck xs system 2 while a comparison lab returned as 1.8 inr. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller was unsure which coagucheck xs system produced the discrepant result. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unk).